Event description:
The account alleged the brakes will not lock. No pt impact.

Manufacturer narrative:
The technician found the brake casters were functioning as designed. The nurse was not able to reposition the brake caster in order to lock the caster. The technician positioned and locked the brake caster and in serviced the account on the brake functions to resolve the issue.